Manufacturer narrative:
Correction to h10 for additional information received from customer. Based on the results of the reproduction survey, the user-noticed event (pae) re-occurred during the estimated inspection after the investigation. Therefore, confirming the event. It is likely water invaded the scope connector causing the electrical components to be damaged. As a result, the event occurred. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchofibervideoscope, took about 3 minutes before the endoscopic image was displayed. The issue occurred during the preparation for use. The procedure was unknown. The procedure was completed using the device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.